Manufacturer narrative:
(B)(4). Additional information received: the correct lot number of ec60a is r9446r. The manufacturing record evaluation was performed for the lot number and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during the radical resection of pulmonary carcinoma surgery, when severing lobe of lung, after fired, noted some staples malformed with irregular shape and the cut edge of the vessel was bleeding, used suture to oversew. The patient is stable and in the hospital now.